Event description:
It was reported that the balloon has removal difficulty. The 99% tightly stenosed target lesion was located in a severely calcified distal posterior tibial artery. A 2.00mm /1.5cm/ 140cm small peripheral cutting balloon was selected for use. During the procedure, two attempts were made to inflate the balloon; however the balloon did not inflate and started filling through the wire port instead of into the balloon. Removal difficulty was noted when withdrawing the device from the patient's body. It was further reported that the balloon was slowly withdrawn over the wire, and pulling the wire back. There was no intervention done to remove the balloon from the patient's body. The procedure was completed with another balloon. No patient complications were reported. Patient was good post procedure with no adverse outcome.